Event description:
It was reported that new t-lock piece on powerpicc solo leaks saline upon priming PICC before insertion. On the old t-lock piece there was no leakage. Guidewire also slides up and down very easily whereas the old t-lock was tight and firm. Clinician bent the guidewire to stop it slipping. No other information was provided.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.